Event description:
It was reported that the patient met with a manufacturer representative on (B)(4) 2015 and they checked the patient¿s device. The device needed to be replaced because there were 2 impedance break downs since (B)(6) 2015. The patient¿s health care provider (hcp) did a cat scan and found hydrocephalus and wanted to do an MRI of the head and brain. The patient wanted to know how to turn the implantable neurostimulator (ins) off. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v515942, implanted: (B)(6) 2010, product type lead. (B)(4).